Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips because the machine cannot be used, there was no specific reported malfunction that failed for opcheck. There was no report of patient involvement.

Event description:
The customer called philips because the machine cannot be used, there was no specific reported malfunction that failed for opcheck. There was no report of patient involvement.